Event description:
Related manufacturer report #:2017865-2024-34489. It was reported that the patient experienced discomfort. It was noted that noise was observed on the right atrial (ra) lead with auto mode switching (ams). Imaging was performed and a fracture was observed on the ra and right ventricular (rv) lead. The ra and rv leads were abandoned/implanted-inactive (B)(6) 2024 and replaced. The patient was stable.